Event description:
It was reported to philips that during starting up of the system a safety line was active. The system was not in clinical use. No user or patient harm has been reported.philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that during the starting up of the system a safety line was active. The fse further investigated and found that safety line at mdy had failed. The cause of the reported issue was the cable of mdy contact. The fse performed mdy bist (built-in self-test) and reinserted the cable of mdy after which the warning disappeared. After the service, the system was returned to use in good working order. The codes were updated based on the investigation outcome.